Event description:
A distributor in new zealand reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer received a complete pump reset guide from technical support, followed the instructions, and successfully started their sensor session without the error recurring.